Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation of the device, loss of capture was observed on the right ventricular lead. A chest x-ray confirmed the lead was dislodged. The lead was capped and replaced on (B)(6) 2017. The patient was well.